Event description:
It was reported that an rn was alerted by the vital signs monitor to a patient's spo2 decreasing. It was reported that upon entry to room, they witnessed patient in a coughing fit, and the endotracheal tube actively tidaling in depth with forceful exhalations. It was reported that the rn took manual control of the et tube and noted that the tube had migrated to approximately 20cm at the teeth from 24cm. It was reported that the registered respiratory therapist attended, and the tube was re-inserted to original depth. It was reported that during the rrt assessment, the hollister anchorfast endotracheal tube securement device was noted to have loosened spontaneously. It was also reported that all clamps on anchorfast device remain locked and that no tears or damage noted. It was reported that the patient's spo2 decreased below 80% for approximately 60 seconds due to equipment failure / spontaneous endotracheal tube mis-positioning & massive air leak.

Manufacturer narrative:
The anchorfast device was not saved; therefore, a device evaluation could not take place. A lot number was not provided so a DHR review could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends for unintended extubations were observed. A root cause fo the unintended extubation could not be determined. Hollister will continue to monitor this reported issue. Since the lot number was not known, only the di portion of the UDI is known.